Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The unit was still working, but had distorted display colors. The fse tested the unit with an old lcd panel from another machine. The unit was working normally. The colors were not abnormal. The fse returned at a later date and replaced the lcd panel. The fse tested the machine and it was working normally. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that before use the cs300 intra aortic balloon pump (iabp) display color was distorted. There was no patient involved.